Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, "the power switch cannot be turned on" is because the device was manufactured before a design change for the power switch were implemented. It is assumed that the power switch was damaged because the amount of power applied to the power switch and the number of times exceeded expectations. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The service evaluation confirmed the reported problem, the power switch is damaged. The power switch was replaced and passed inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
The olympus field service manager reported the customer evis exera iii video system center¿s ¿power button is stuck¿. The reported problem was found during an unspecified event. No death, injury or harm was reported to olympus. The device will be returned to the olympus repair center.